Manufacturer narrative:
Additional information: d1: brand name, d3: device manufacturer name, d4: catalogue #, d4: unique identifier (UDI) #, g4: PMA/510k #, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the female connector and main body on the transfer set. The cause of the separation was determined to be manufacturing related issues due to inadequate solvent bond. A nonconformance has been opened to address this issue. The patient connector was attached to the female connector; however, due to a photo only and not receiving the actual sample for testing, the sample analysis was unable to confirm nor refute the reported connection issue to female connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set could not be disconnected from the patient line of an amia automated pd cycler set. This occurred when the patient was attempting to disconnect from the amia device after pd therapy. As a result, the patient ¿cut off¿ and presented to the clinic. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.